Manufacturer narrative:
(B)(4). The initial manufacture report stated the device was out of specification in relation to the reported occlusion problem. During evaluation, a constant downstream occlusion alarm was observed. Constant downstream occlusions were also confirmed during a review of the device event history log caused by an out of specification downstream pressure plate gap. The device was re-calibrated.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion problem in the pediatric care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant occlusion alarms which was reproduced and confirmed through review of the event history log. Evaluation found the alarms to be caused by an out of specification downstream pressure plate gap. The device was calibrated to ensure proper functionality.